Event description:
It was reported that the epileptologist¿s handheld device would freeze when attempting interrogation. The company representative was unable to reproduce the frozen screen issue but the epileptologist stated that the issue had later reoccurred. The handheld device and software flashcard have not been returned to date.

Event description:
On (B)(6) 2014 product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis; the flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2014 the programming system was returned for product analysis. Product analysis was completed on the wand on (B)(6) 2014; no malfunction was identified with the programming wand. Product analysis is still underway for the handheld and flashcard.